Manufacturer narrative:
The field service engineer (fse) reported that the motor control (mc) printed circuit board assembly (pcba), and power management (pm) pcba were replaced to resolve the issue. A performance verification test (pvt) was performed, and the results were within the manufacturer's recommendations. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "over-voltage protection (ovp) circuit failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed an "ovp circuit failed" error code. The error code was reported to have been confirmed in the event log. The customer reported that a field service engineer (fse) was expected to repair the device; however, no further details were documented regarding the repair. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) was dispatched to servicing the device, and it was reported by the fse, that error code 1127 (ovp (over-voltage protection) circuit failed) was observed. The fse noted that the recommended action was to replace the motor control (mc) printed circuit board assembly (pcba), and power management (pm) pcba. Additional onsite service was needed to complete the repair. This investigation is still ongoing.